Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had received an occlusion alarm. A system check was performed. The pump and infusion set tubing were found to be operating as expected. The customer changed the infusion set site; however, another occlusion was received. Two additional cannulas were used. The contact indicated that a different type of infusion set was going to be tried. There was no reported impact to the customer's blood glucose level. A tandem clinical diabetes specialist was to meet with the customer and family to discuss the reported event.